Event description:
This IV lead was turned off due to diaphram stimulation. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).